Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 06/11/2010, 06/16/2010 and 06/25/2010 by phone, fax, and mail. Medical records were received on 06/11/2010 and 06/25/2010. A completed questionnaire was received on 07/08/2010. (B)(4).

Event description:
Adverse event(s): "decreased vision, she hold things too close to be able to read, not being able to read at near without glasses" (vision, impaired). Product problem(s): "patient believes the iol is defective" (defective item [iol (intraocular lens) implant]). A surgeon reported that a pt was implanted four years ago with an intraocular lens; is experiencing decreased vision following a stroke and branch retinal vein occlusion (brvo). The surgeon reported that the pt believes the iol is defective and does not associate the decrease in vision with the brvo. In a follow-up, the surgeon further explained that after the lens implant, the pt was "happy"; however, sometime after the surgery, the pt had a stroke and a branch retinal vein occlusion (brvo); the pt's vision decreased and did not recover. The surgeon reported that the pt has a history of macular edema and was treated with medications. A yag laser was also performed for treatment of posterior capsular opacification (pco). The surgeon reported the pt feels that she hold things too close to be able to read. In a follow-up with the pt, she stated that her main concern is not being able to read at near without glasses like some of her peers. There are two medical device reports associated with this event. This report is for the right eye.